Manufacturer narrative:
This report is submitted on august 09, 2021.

Event description:
Per the clinic, the patient experienced an staph infection (specific date not reported) at implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported). This report is submitted on august 24, 2021.